Manufacturer narrative:
One ev1000ni heart reference sensor (hrs) was sent to the manufacturer benchmark for further product evaluation testing. The I-test was performed and the results indicated that there was no defect found on the hrs product. The complaint could not be confirmed by evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Event description:
It was reported that while the evhrs unit was in use monitoring a patient the blood pressure reading was 21/27 then 30/31. The clinician then re-zeroed the unit. The reading then displayed as 124/37. It drifted to 48/49. This evhrs unit was removed and exchanged for a known working evhrs unit and the bp reading displayed as 137/60. The monitoring resumed without any issues. No patient injury was reported.

Manufacturer narrative:
One ev1000 heart reference sensor (hrs) was received for evaluation. A preliminary investigation was performed by edwards analysis laboratory engineer. The investigation revealed that when testing the unit to confirm the alleged inaccurate readings for the systolic and diastolic pressures that were reported, that the issue could not be confirmed. The hrs did not display erratic values of the offset during the preliminary investigation. The product will be sent to an evaluation laboratory for further testing. The results of the investigation will be submitted upon receipt. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances.